Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 34 mg/dl. The patient reported multiple low blood glucose events. She stated that she treated each hypoglycemic incident with food. No further details were provided regarding the hypoglycemia. The insulin pump was not returned for analysis.